Event description:
It was reported that over the prior month the patient felt he has gone through withdrawal and had increased pain. The location of the issue or symptoms was an unknown location. On the day of report, the plan was to replace the entire system. The actions required as a result of the event included hospitalization. The patient¿ status at the time of report was alive ¿ no injury. It was later reported that the pump was not working. The health care professional believed the pump may be one of the affected pumps from the field action. It was unknown if the event was due to the catheter. At the time of report, the patient was doing well. The pump was used to infuse dilaudid.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative reported the pump was explanted on (B)(6)-2014. There was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv), arv: 5.0 ml and erv: 6.7 ml. The patient experienced withdrawal symptoms including shivering, agitation, moodiness, goose bumps, and yawning. The issue was identified through patient's symptoms and pump refill. It was unknown if any diagnostics or troubleshooting was performed. To resolve the issue, the pump was replaced by another manufacturer. The issue was reported to have resolved. The patient's status at the time of report was alive no injury. The pump was used to infuse dilaudid 30 mg/ml at 1.936 mg/day. The other medications the patient was taking at the time of event included percocet 10 mg oral 4 times a day, trazadone daily tablet, and zoloft daily tablet. The patient has allergies to lunesta. Medical records were provided to the manufacturer. The patient's vitals at the (B)(6)-2014 encounter included 98.3 temperature, respirations 20 breaths/minute, 130/80 mmhg, heart rate 86 beats/minute, o2 saturation 95.00%, and a pain assessment 5/10. The patient's medical history was reported to include swelling of legs and feet, calf pain when walking, excessive thirst, ringing in ears, back pain, fatigue, widespread pain, leg pain, poor circulation, numbness and tingling, glasses, depression, asthma, skin rashes. The patient's diagnosis included postlaminectomy syndrome lumbar region, lumbago, and thoracic/lumbosacral neuritis. The history of the patient's present illness was provided. The pain is located in the patient's low back, ble to knees. The patient describes the pain as shooting, aching. The patient further described the pain as being constant. The patient reports that standing, walking makes his pa in worse. The patient reports that lying down, medication makes the pain better. The associated symptoms include numbness and tingling. There was no change to the patient's other medications, overall health, and no new numbness or weakness.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.